Event description:
The pt reported that she was hospitalized with hyperglycemia. She reported the following history: she had readings of "high" at 6:13pm, 6:35pm, 6:56pm, and 7:20pm. She did not report any boluses given during this time. She was hospitalized and given intravenous insulin as well as manual injections. She said her ketones were "okay", and that she was very dehydrated and was vomiting. She stated that it took two days for her blood glucose level to go down. She was hospitalized for four days. The pod was disposed of at the hospital.

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. No lot qualification records were reviewed, as the product lot number was not provided. The omnipod user guide advises, "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (a total of 4 hours), replaced the pod." It warns, "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia" and "'low' or 'high' blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death."